Manufacturer narrative:
Summarized patient outcomes/complications of transcatheter aortic valve replacement with intra-annular self-expanding or balloon-expandable valves the multicenter international navultra registry were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes mellitus, chronic obstructive pulmonary disorder, severe liver disease, porcelain aorta, atrial fibrillation, prior percutaneous coronary intervention, peripheral vascular disease, coronary artery disease, prior myocardial infarction, prior coronary artery bypass graft, prior cardiac surgery, dialysis, severe pulmonary hypertension, prior pacemaker, heart block, bicuspid aortic valve. Some of the complications reported were hemorrhage, atrial fibrillation, heart block, stroke, renal failure, heart failure, death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Please note that per the instruction for use, ¿the navitor¿ valve is indicated for patients with symptomatic severe native aortic stenosis who are considered high or extreme risk for surgical aortic valve replacement (avr)." Since this was reported through literature and there is no evidence the off-label use caused or contributed to the reported issues, a letter will not be sent. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. B3: event date is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature: transcatheter aortic valve replacement with intra-annular self-expanding or balloon-expandable valves: the multicenter international navultra registry

Event description:
The article, "transcatheter aortic valve replacement with intra-annular self-expanding or balloon-expandable valves the multicenter international navultra registry", was reviewed. The article presented a prospective, multicenter study to compare the clinical and echocardiographic outcomes at 30 days and 1-year of the navitor vs the ultra transcatheter heart valve (thv) in a propensity score (ps)¿matched population. Devices included in the study were navitor and sapien 3 ultra. The article concluded both intra-annular thvs were associated with similar 1-year clinical outcomes; however, differences were observed in secondary clinical endpoints and valve hemodynamic performance. [Primary and corresponding author was stefano cannata, irccs-ismett (mediterranean institute for transplantation and advanced specialized therapies), carim (cardiovascular research institute maastricht), via e. Tricomi 5 90127 palermo, italy, with corresponding e-mail: stefanocann@gmail.com]. The time frame of the study was from november 2018 to april 2024. A total of 4878 patients were included in the study, of which 1746 (35.8%) received an abbott device. The average age was 80.3 years, and the majority gender was female. Comorbidities included hypertension, diabetes mellitus, chronic obstructive pulmonary disorder, severe liver disease, porcelain aorta, atrial fibrillation, prior percutaneous coronary intervention, peripheral vascular disease, coronary artery disease, prior myocardial infarction, prior coronary artery bypass graft, prior cardiac surgery, dialysis, severe pulmonary hypertension, prior pacemaker, heart block, bicuspid aortic valve.